Event description:
Placing bone flap back into patient, as surgeon put in 4mm screw to the bone, the screw broke in half. The broken top half of screw was retrieved and placed in plastic bag. The other half is still implanted into the bone. Both parts were accounted for. Surgeon is aware.